Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed functional testing but failed visual inspection. The controller port 1 connector was found loose from the controller housing with the o ring gasket displaced. However, this port performed proper mating and locks action when a power source was connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is improper assembly of controller port 1, which likely contributed to the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The site in (B)(6) reported that port 1 on controller is deformed and isn't fixed anymore at the connection (wobbles). It was reported that the patient was at home and lies in the sun. The controller was replaced with one from the hospital stock and the problem was resolved. There was no effect on the patient.